Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with unknown mentor gel implants for an unknown indication on (B)(6) 1974 was unable to breast feed due to severe capsular contracture (baker¿s grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-09288 for contralateral prosthesis report.